Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that something had happened and it didn't work, and the patient couldn't move and became like a rock. It was scary. Luckily the patient's son was around to help them, and the issue had resolved. There were no further complications reported.